Event description:
The customer called to report a high blood glucose of 518 mg/dl, and stated that she was hospitalized for high blood glucose levels a few weeks ago. The customer declined troubleshooting at the time of the call. The customer was only concerned with receiving an inserter that she was supposed to receive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.